Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Device not returned: (4114/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun -2019 through may -2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when the phisician used the hemopro2, phisician confirmed the tip of jaw peeled off. After that the phisician used the other hemopro2 and completed the evh. Nothing fall into the patient. No damage to the patient.